Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No unexpected e/a alarm anomaly noted. Device received with cracked lcd window, cracked case from display window corner and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump received unspecified error and small crack in top right corner of screen and also received unexplained no delivery alarms. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.